Manufacturer narrative:
The ophthalmic laser probe was received, and a visual assessment of the returned sample revealed a missing nitinol tip. However, how or when this nonconformity occurred remains inconclusive. Due to the condition of the received sample, no trocar testing was able to be performed. It should be noted that the laser probes are visually inspected during manufacturing verify the tips are conforming. A ophthalmic laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combination of cataract and vitrectomy procedure, an ophthalmic laser probe did not go in to the trocar. Procedure was completed after replacing the product with another one. There was no patient harm.